Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficult to irrigate. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the procedure the alarm to the pump started going off and there was an occlusion. The catheter was not flushing halfway through the procedure. The catheter was disconnected and it was flushing fine without being connected to the catheter. The procedure was completed using another farawave catheter. No patient complications occurred. The product is not expected to return as disposed.

Event description:
It was reported that during the procedure the alarm to the pump started going off and there was an occlusion. The catheter was not flushing halfway through the procedure. The catheter was disconnected and it was flushing fine without being connected to the catheter. The procedure was completed using another farawave catheter. No patient complications occurred. The product is not expected to return as disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation as it was discarded. If there is any further relevant information obtained, a supplemental medwatch will be filed.